Manufacturer narrative:
Product event summary: product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient presented with possible perforation symptoms and pericardial effusion. The physician suspected that one of the leads to be the culprit and decided to replace both leads. Thus, right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.